Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock eleven days post system implant. It was noted the device was programmed in primary sensing vector at the time. The health care professional (hcp) suspected air in the device header and contacted technical services (ts) for further review. Ts reviewed available data, noting they actually suspect a connection issue in the device header. Per ts, if an automatic setup can be performed and secondary is a vector that passes, then programming the device to secondary vector may solve the problem. If the issue continues after that, their recommendation would be to take the patient back to the lab and recheck the connection into the device header. Obtaining another x-ray to try to get a clearer picture of the lead pin in the header was also recommended. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.